Event description:
It was reported that during a scheduled generator changeout procedure, this implantable cardioverter defibrillator (ICD) raised concerns of high out of range shock impedance measurements on the right ventricular (rv) lead. During the procedure, once the rv lead was connected to the new device, oor measurements were observed. It was confirmed that while the lead was connected to this device, normal measurements were recorded. Ts and the health care professional (hcp) discussed that the out-of-range shock impedance measurements could have been related to a potential issue involving the proximal coil electrical pathway to the pulse generator, although other causes, including electromagnetic interference (emi), were also considered. Subsequently, the lead was connected to a new device and this ICD was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.